Event description:
Received mentor breast implants in 1986. In (B)(6) 2008, was diagnosed with anaplastic large cell lymphoma and was given chemotherapy and radiation. My oncologist was (B)(6). After being treated my right implant continued to be red and swollen so we proceded to do an explantation. My plastic surgeon was (B)(6). He did both the implanting and explanting. Recently I've read about the link between the type of cancer I had and breast implants (exactly the type I had). I felt it was important that I report my case. Diagnosis or reason for use: cosmetic.